Manufacturer narrative:
A sample will be sent in for in-house testing. Investigating root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A pharmacist reported that an anterior vitrectomy probe was defective. The initial test was successful but when the procedure began, there was no aspiration. The aspiration began to work correctly for a short period, then it was noted to be insufficient. The case was delayed. Additional info has been requested but none has been received to date. There was no pt injury reported.